Event description:
It was reported that the ilet user experienced low glucose episodes and appeared to overtreat with oral fast-acting carbohydrates, leading to subsequent high glucose values, with a documented morning glucose of 39 mg/dl and later readings up to 211 mg/dl. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or impact despite minor injury of hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified as overtreating hypoglycemia, and no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.